Event description:
It was reported that during a coronary angioplasty treatment procedure a balloon rupture occurred. The 2.5 x 20mm maverick otw balloon catheter was inflated to 12atms to treat an unspecified lesion when it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that the lesion's anatomy location and percent stenosis was unknown, though the lesion was non tortuous and severely calcified. The balloon was inflated twice before it ruptured and was removed intact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: age at time of event: 18 years or older. Device evaluated by MFR.: the maverick otw balloon catheter was received and the tip was damaged. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).